Manufacturer narrative:
The customer stated that the advia centaur xpt (serial # (B)(4)) is only used for the cov2t assay and the advia centaur xpt is cleaned before and after the runs, per instructions for use (IFU). The quality control (qc) was acceptable. The negative control was higher but within range. The customer recalibrated the reagent twice. The first-time result was invalid due to a high cv in high calibrator (33%). The customer service engineer (cse) was dispatched to the customer site. The cse checked the aspirate and dispense process; the acid and base; and the luminometer. Hydraulic fluid problem is suspected. This is pending review of the cse report. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. Mdrs 1219913-2020-00249, 1219913-2020-00250, 1219913-2020-00251, and 1219913-2020-00253 were filed for different testing dates.

Event description:
The customer obtained several initially reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) results that were nonreactive (negative) upon repeat testing. The customer reported the nonreactive (negative) results. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
MDR 1219913-2020-00252 was filed on september 17, 2020. November 20, 2020 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xpt sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated. Mdrs 1219913-2020-00249 supplemental report 1, 1219913-2020-00250 supplemental report 1, 1219913-2020-00251 supplemental report 1, and 1219913-2020-00253 supplemental report 1 were filed for different testing dates.